Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. A customer has reported a delay in the administration of medication to the patient, resulting in potential harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer removes all debris and waste obstructing the sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.